Manufacturer narrative:
The device was returned to a zoll approved service provider. The customer's report was duplicated and the central processing unit/user interface module and spo2 stack kit were replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "internal comm failure 1472" and "internal comm failure - 1474" messages. Complainant indicated that there was no patient involvement in the reported malfunction.